Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the control dial on the external pulse generator (epg) could not adjust the rate and output. When the epg was powered on, the rate and output were at "zero." Also noted was that the output connectors were broken. Technical services (ts) provided assistance in resolving the issue by directing the caller to check the battery voltage and the caller indicated that the battery was "new." Ts had the caller put in a new battery and the rate and output went to the default settings, which was "good." The epg will be returned for the connector repairs. No patient complications were reported as a result of this event.